Manufacturer narrative:
The device was evaluated at the user facility. No issues were found, and the reported event did not duplicate. Preventative maintenance was performed, and the electrical safety check passed. The device history record was reviewed, and no anomalies were found. Based on all available information, no causal factors can be determined, and no conclusion can be drawn. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation, or corrective action is necessary.

Event description:
The user facility in (B)(6) reported the stellaris switched off during operation. After restarting the device, the touchscreen was frozen. A replacement device was used, and surgery was completed. No patient impact.